Event description:
It was reported that the customer's pump did not hold a charge for the past six months and the pump was out of warranty. There was no adverse impact to the customer¿s blood glucose level. The customer declined further technical support, requested a statement of non-repair, and was transferred to canadian sales for further assistance.